Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap. The o-ring was removed from the pump and successfully loaded a new cartridge to resume insulin therapy. Customer¿s blood glucose level was 138 mg/dl.